Event description:
It was reported via an encounter with an attorney by a sales rep, that a patient who has a recalled poly implanted, needs to have a revision due to some serious issue. They were wanting to know how to deal with this in the context of the bankruptcy. The issue indicated was not provided. No further information known.

Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.